Event description:
A caller reported receiving cgm error 42, which was initially associated with the pump potentially coming out of storage mode. There was no adverse impact to the customer¿s blood glucose level as the issue resolved after a pump reset. The caller conducted a successful pump reset, and the sensor session was restarted without further errors.